Event description:
It was reported that the event involved a male pt. The md inserted a datascope intra-aortic balloon (iab) and connected it to an autocat 2 wave pump. The pt received iab therapy for the first day successfully. On the second day of iab therapy all "signals were lost." The connections were ECG pt cable and monitor arterial pressure cable. The registered nurse switched the pump off and then on and by doing such all signals "came back." The pump will be exchanged off the pt and sent for servicing. The technical engineer will replace the front end board (the printed circuit board that analyze all signals.) There were no reported pt complications.

Manufacturer narrative:
Evaluation: parts or strip chart recordings will not be returned for eval. Due to the fact that no parts were returned, a full evaluation could not be performed. A device history records review was conducted on the reported intra-aortic balloon pump serial number & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint. Although the part was not returned, it was reported that the front end board was the problem & has been replaced. Management will continue monitoring complaint reports for any trends which may appear.